Manufacturer narrative:
(B)(4). Damaged ancillary trocar. The analysis results found that the device was received in good visual condition and with the ancillary trocar tip damaged. It could not be ascertained as to how the damage to the ancillary trocar occurred with the information received. The device was received with the breakaway washer present, uncut and the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that before a general procedure, there was a piece broken off from the device that was noticed while opening the device. Another device was used to complete the procedure. There was no patient involvement.